Manufacturer narrative:
Should additional information become available a supplemental record will be filed.  (B)(4) is for the sagging seat.

Event description:
Provider states the chair was brought in because the front bearings were going bad causing the casters to get wobbly. It was also noticed the left frame cracked at a weld by where the axle mounts.